Manufacturer narrative:
Results of investigation: vyaire medical was not able to duplicate the customer's reported issue during testing and evaluation. The ventilator was plug into a known good ac adapter, and the ventilator's external power led lit up and the ventilator powered up. The ventilator passed 131 hours of extended testing without any unusual alarms or error conditions. The ventilator passed the initial final and initial alarm volume test with no abnormalities. The ventilator was opened up and inspected, and no anomalies were found. The ventilator completed calibration checkout and met all factory specifications.

Event description:
It was reported to vyaire medical that the customer was having issues with the delivered tidal volume and the exhaled tidal volume. The customer claims the ventilator needed excessive tidal volumes to maintain adequate exhaled tidal volumes for the patients. There were no alarms noted during this reported event. The patient was placed on a back up ventilator with no reported harm associated with this event.